Event description:
It was reported that the patient developed a small palpable lump (2 centimeters (cm) diameter) under infusion site and 5cm below navel. No medical or surgical intervention was reported.

Manufacturer narrative:
Device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product sample was received for evaluation; however, a review of the manufacturing process was performed. No discrepancies were detected during visual inspection. No discrepancies were found during the inspection test. No root cause could be determined since the complaint could not be confirmed since no samples or pictures were received for evaluation. Operator of device is patient/consumer.no information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4).